Event description:
It was reported that the pt underwent acl repair reconstruction, chondroplasty and moniscenctomy in 2001. Portions of the knee were reportedly sutured with absorbable suture. Subsequently, the pt experienced swelling of the right foreleg, cellulitis around the region of their surgery scars and redness and swelling at the surgical site as well as drainage at the incision site, fevers, pain at the incision site, leak of appetite a an elevated wbc. They experienced loss of mobility in the right knee as well as extreme pain. They underwent scar revisions as well as arthroscopic surgeries in an attempt to relieve the pain.